Event description:
Catheter balloon noted to be missing upon removal. It was reported that the balloon was tested before placing the catheter into the sheath. Following placement, the physician reported difficulty floating the catheter and after 2-3 attempts it was removed. Upon removal, there was no balloon on the catheter and the area where the balloon had been attached was noted to be clean with no jagged edges. No medical interventions or follow-up diagnostic procedures were performed. Customer contact reported patient "doing well" and no patient harm. No additional information was available.